Event description:
It was reported that there was a general complaint of clinicians not opening the roller clamp when administering secondary infusions. No patient harm was reported when these occur, but it does delay the infusion and sometimes requires the medication to be retimed. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown.bd technical support troubleshoot with customer over the phone. Root cause:the probable cause of the reported issue, involving clinicians not opening the roller clamp during secondary infusions was identified as user error. The case has been escalated to the dchu team for further investigation.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.